Manufacturer narrative:
Upon details analysis this investigation will be updated.

Manufacturer narrative:
Upon detailed analysis at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times , and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this device was returned with no allegations. Upon initial analysis it was discovered that this device failed longevity. Detailed analysis will be conducted. No adverse patient effects were reported.